Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), illness anxiety disorder ("hypochondriac"), depression ("depression") and pain ("body aches and pain"). The patient was treated with surgery (ablation in september and hysterectomy). Essure was removed. At the time of the report, the genital haemorrhage, illness anxiety disorder, depression and pain outcome was unknown. The reporter considered depression, genital haemorrhage, illness anxiety disorder and pain to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media: hypochondriac, depression, general body pain, genital bleeding. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), illness anxiety disorder ("hypochondriac"), depression ("depression") and pain ("body aches and pain"). The patient was treated with surgery (ablation in september and hystrectomy). Essure was removed. At the time of the report, the genital haemorrhage, illness anxiety disorder, depression and pain outcome was unknown. The reporter considered depression, genital haemorrhage, illness anxiety disorder and pain to be related to essure. Amendment: the report was amended for the following reason: this case (B)(4) were found to be duplicate of case (B)(4). Hence all the information from this case (B)(4) were transferred into retention case (B)(4). And this case (B)(4) were mark for deletion. No new follow-up information was received from the reporter. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.